Manufacturer narrative:
Update to b5 and h6; type of investigation.

Event description:
Imagery provided was reviewed by an edwards proctor/imagery specialist and demonstrated thickened, fibrotic/calcified sapien valve leaflets with reduced excursion. Computed tomography showed calcium and fibrosis on all three leaflets with asymmetric expansion and under-expansion of the valve, measuring 25.7mm at the mid-valve. Hemodynamic assessment showed a mean gradient of 29 mmhg with severely reduced left ventricular function and a dimensionless index of 0.19.

Event description:
According to the field clinical specialist, approximately seven years and ten months after the initial transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the patient underwent a successful valve in valve procedure using a 26mm sapien 3 ultra valve due to stenosis and increased gradients. The reported hemodynamic before the intervention showed that the measurements were as follows: 30 days post-tavr mean gradient 6 mmhg; 1 year -15 mmhg; (B)(6) 2024 -16 mmhg; (B)(6) 2025 - 16 mmhg; and (B)(6) 2025 mmhg. Valve area and valve area index were not available. There is no evidence of hypoattenuated leaflet thickening (halt) of the tavr valve leaflets. The valve leaflets appear calcified and degenerated with restricted movement of the non-coronary cusp.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention,etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate that unknown patient factors and restricted movement of the non-coronary cusp may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.